Event description:
Aquaphoresis begun and the next day the tubing was found to be cracked and blood was present in the filter. Treatment was restarted with a new tubing/filter a few hours later. Two hours following the second tubing change there was an alarm reflecting pump failure. Tubing/filter again found to be cracked. Procedure discontinued until the following day when company rep brought a new unit.